Event description:
In 10/2001 a pt received a mitral valve replacement procedure concomitant to an ablation procedure. Lesions were created on the posterior and lateral left atrium. Three months following the initial surgery the pt presented with stenosis of the main stem and required a bypass procedure.